Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient faced an infusion set leakage event on (B)(6) 2026. The infusion set was reported to be leaking after one to two days of use. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: norway.